Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/14/2014 with the following findings: visual inspection revealed that the keypad cover was peeling from its base; this device failure indirectly contributed to the reported issue. Evaluation revealed that the up arrow keypad button was intermittently responsive and the contrast keypad button was unresponsive: the reported issue was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure directly contributed to the reported issue. Also, the contrast key contact was observed to be missing, and the up arrow key contact was found to be inverted; these device failure directly contributed to the reported issue. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure. A cartridge cap and battery cap were not returned with the pump; a test cartridge cap and test battery cap were used during the analysis.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the up arrow keypad button was under-responsive. Also, it was reported that the keypad cover was missing/peeling prior to the change in responsiveness. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.